Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated. Device was evaluated at customer site. When the device was tested in bypass mode, it was found that there was a zero-flow rate problem. Circulation pump was replaced. This device was evaluated for functionality per (B)(4) rev. 0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complete initial reporter customer name is (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow rate issue. Per review of wo on 09jul2024, there was no patient involvement. Per follow up information received via email on 11jul2024, they repaired the device on the customer site. The problem was zero flow rate problem. They replaced a circulation pump, and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow rate issue. Per review of wo on 09jul2024, there was no patient involvement. Per follow up information received via email on 11jul2024, they repaired the device on the customer site. The problem was zero flow rate problem. They replaced a circulation pump, and the issue was resolved.